Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 04-oct-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 12-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator experienced issues almost two weeks after implantation. One of the leads no longer functioned, and the second lead slipped but maintained contact. The patient experienced significant back pain and frequent falls. The equipment was checked by a previous representative and found to be non-functional. The patient had been unwell for the past two weeks and had not followed up. The patient was redirected to their healthcare provider for further evaluation.